Manufacturer narrative:
Concomitant medical products: product ID: w4tr01 crtp, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient was experiencing diaphragmatic and phrenic nerve stimulation in their abdomen. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.